Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/10/2013: the device was returned to animas and evaluated by product analysis on 08/20/2013 with the following results: no defect was found.testing was unable to confirm or duplicate line through display. During testing, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display. No activity outside normal use observed in the black box or download history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported a display issue: lines through the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.